Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the delivery device was received with the stent detached from the balloon and received stored in a plastic container. An examination of the balloon found a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressures. An examination of the actual stent found that the stent was bunched at one end and the stent was slightly compressed and stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 75% stenosed target lesion being treated was located in the moderately tortuous mid right coronary artery (rca). A 2.50mm unspecified balloon catheter was advanced to the lesion and used for predilation. A 4.00x20mm liberte bare stent delivery system (sds) was then advanced to the rca and would not cross the lesion. It was decided to remove the sds and upon withdrawal the stent dislodged in the mid rca. The 4.00x20mm liberte bare stent was successfully retrieved using a snare. The procedure was completed using a 4.00x23mm non-bsc stent. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 75% stenosed target lesion being treated was located in the moderately tortuous mid right coronary artery (rca). A 2.50mm unspecified balloon catheter was advanced to the lesion and used for predilation. A 4.00x20mm liberte bare stent delivery system (sds) was then advanced to the rca and would not cross the lesion. It was decided to remove the sds and upon withdrawal the stent dislodged in the mid rca. The 4.00x20mm liberte bare stent was successfully retrieved using a snare. The procedure was completed using a 4.00x23mm non-bsc stent. No patient complications were reported and the patient's status is good.